Manufacturer narrative:
B5: the event occurred during infusion of packed red blood cells, and the drops of blood that leaked out were from the blood bag not the patient. The y-site had not been accessed prior to the leakage. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system y-type blood/solution set leaked. During patient infusion, the leak was observed at the y-site valve closest to the patient. "Three drops of blood came from the y-site port." The nurse noticed the leak and stopped the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.